Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as device is not an implantable device. Section d6b: if explanted, give date: not applicable, as device is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a debris was found on the cone of the intralase patient interface, laser was not started until new patient interface was used. No harm occurred. No further information was provided.